Manufacturer narrative:
H11: the actual device was not available; however, photographs of the sample were provided for evaluation. The photographs were reviewed and revealed a piece of foreign material in the minicap. However, without a physical sample it was not possible to determine the characteristics of the particulate. The reported condition was verified. The cause of the condition was determined to be manufacturing related which likely occurred post iodine dispensing and prior to over pouching. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a small piece of paper at the bottom of the minicao. This was identified upon opening the packaging, before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.